Event description:
A nonhealthcare professional reported that following intraocular lens (iol) implantation, the patient couldn't tolerate visual disturbances. Consequently, the iol was replaced with another lens in a secondary procedure. Additional information was requested, but no further information is available.

Manufacturer narrative:
The product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).